Event description:
Doctor's report: the implantation of the intracranial catheter was performed for the measurement of parenchymal pic following normal surgical techniques, however the following message appeared in the monitor: - failure to zeroing the sensor. - replace sensor.

Manufacturer narrative:
The device has not been returned by user. Impossible to complete investigation. According to internal documentation, the device has been sent conform to its specifications. The initial report was originally submitted in 2017 as an initial and follow up report. The initial report is resubmitted in january 2020 as requested by the FDA. The information provided in 2017 has not been modified except: - manufacturer contact email: - type of report (30 days). - medwatch 3500a format which has been updated since 2017. - method and conclusion codes (that no longer exist).

Manufacturer narrative:
The device has not been returned by user. Impossible to complete investigation. According to internal documentation, the device has been sent conform to its specifications. H3. Not evaluated reason: device destroyed by user after use.

Event description:
Doctor's report: the implantation of the intracranial catheter was performed for the measurement of parenchymal pic following normal surgical techniques, however the following message appeared in the monitor: failure to zeroing the sensor, replace sensor.